Event description:
The customer reported that while running a hepatitis surface antigen assay, summit sample handler did not pipette the correct amount of diluent into well positions b12 and c12 and no error message was given. A filed service engineer was dispatched. No death or serious injury was associated with this event.